Manufacturer narrative:
Per clinical review of the medical records, the valve was explanted approximately 2 years and 6 months post tavr procedure due to late endocarditis with blood cultures positive for strep viridans. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Event description:
As reported by implant patient registry, approximately 2 years and 6 months post transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position the valve was explanted due to unknown reasons. An edwards surgical valve was implanted.

Manufacturer narrative:
The investigation is ongoing. The valve was not returned for evaluation.